Event description:
This event was raised from a response from the rep which stated "the poly trial broke during trialing. The case was a poly swap. " this pi is for the revision of the insert.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.